Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 42 mg/dl. The customer's blood glucose was 106 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and glucose tablets. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported that they insulin would continue to drip after the motor stops during manual prime process. Troubleshooting was done as well. The anomaly was resolved with infusion set change. The insulin pump will not be returned for analysis.